Manufacturer narrative:
Batch review performed on 03 may 2021: lot 182522: (B)(4) items manufactured and released on 24-jul-2018. Expiration date: 2023-07-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Another devices involved: batch review performed on 03 may 2021: liner: versafitcup cc trio 01.26.3644hct flat pe hc liner ø 36 / e (k103352) lot 147767: (B)(4) items manufactured and released on 12-mar-2015. Expiration date: 2020-02-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115)lot 1900802: (B)(4) items manufactured and released on 08-mag-2019. Expiration date: 2024-04-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain and instability due to a leg length discrepancy. The patient's operated leg was longer than then non-operated leg. The patient had pelvic obliquity issues and on x-rays the legs looked equal, but clinically the patient was long on the operated side. 1 year and 8 months after primary the surgeon revised successfully the patient stem, head and liner.